Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On 6/15/2017, the reporter contacted animas and alleged there had been a occlusion issue with a cartridge on (B)(6) 2017. The patient had a blood glucose over 600 mg/dl, with no ketones or symptoms. No unusual treatment was required. This complaint is being reported as the patient experienced hyperglycemia related to the cartridge issue.